Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. Information received from the attorney representing the deceased's estate does not provide a cause of death or indicate a direct product allegation.